Event description:
A distributor returned a battery pack indicating the battery pack would not hold a charge. The distributor was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (won¿t hold charge) has been confirmed. As received, the battery would not charge when placed in the charger, but did power on a monitor. A root cause analysis is currently underway at itech. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The distributor received a replacement battery pack.